Event description:
It was reported that the patient had high impedance despite reprogramming. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
X-rays of the patient's vns in the neck and chest were received and reviewed. Per the x-rays, the lead pin insertion could not be assessed due to the angle of the x-ray image. The feedthrough wires appeared to be intact. The lead was observed in the neck and chest. Note that a portion of the lead was routed behind the generator and so could not be assessed. In the portion visible, there were no obvious fractures or sharp angles. Based on the images provided, there was no obvious cause for the high impedance; however the presence of a microfracture could not be ruled out. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.